Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2014. After performing a defibrillation procedure (due to atrial fibrillation), pacing failure was suspected. However, pacing failure was not observed on the ECG afterwards but doo behavior with sensing failure of r wave was observed. In stored episodes, flat egms (on both atrial and ventricular sides), noise burst spikes and non-physiological signals were observed. No anomaly was observed on measured values during pacemaker check. An analysis is requested.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2014. After performing a defibrillation procedure (due to atrial fibrillation), pacing failure was suspected. However, pacing failure was not observed on the ECG afterwards but do behavior with sensing failure of r wave was observed. In stored episodes, flat egms (on both atrial and ventricular sides), noise burst spikes and non-physiological signals were observed. No anomaly was observed on measured values during pacemaker check. An analysis is requested.